Manufacturer narrative:
Concomitant product(s): product ID: 3586, serial# (B)(4), implanted: (B)(6) 1993, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1993, product type: extension. Other relevant device(s) are: product ID: 3586, serial/lot #: (B)(4), ubd: 24-may-1997, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was having difficulties with the unit. The patient was experiencing a pressure up where the implant is and where the electrodes are. The patient stated it was so painful she can hardly walk. The patient spoke with manufacturer representative who told her she could turn it up a small degree, which patient did, and everything was fine. However, where the incision is, where they put the electrodes in her upper back, the pressure and pain started so she had to turn it off. The patient states as of 3 days ago she tried turning it back on again just to see how it would go and turned it back down to where it was when she had surgery. The patient stated she walked around for 15 minutes and had to turn it down. The patient feels one of the electrodes might be a problem. The patient confirmed when her device is off the pressure stops. The patient also had xrays taken yesterday so they are hoping to see more. The patient mentioned she has 6 electrodes but only 4 work. The patient later clarified that they just turned 2 of them off so they are not in use. The patient also reported they just finished with having lymphoma and has been in remission for 3 years. The patient continued with chemo for another 2 years after as a follow up. The patient had been experiencing nerve pain but they don't believe this is related to the device or therapy. Caller states they are seeing a neurologist regarding this. The patient was redirected to their healthcare provider. Additional information from manufacturer representative reported the patient symptoms started a month ago. The patient had nerve pain and now the stimulation device seems agitated. No further complications were reported.